Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The pod arrived not deployed. An audible beep was heard during downloading, and the pod delivered first prime pulses successfully before generating an 0x10 alarm, indicating reset due to sawcop expiration. No problems were found regarding the reported no double beep after fill. No damages were observed that would contribute to the observed 0x10 alarm, the cause of which could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal tear is independent of the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of no double beep after fill. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl).